Event description:
Tip of the device was broken during use in a knee procedure. Surgeon was able to locate and remove the fragment. Contact with hospital staff in 2000 revealed that a 3-hour delay occurred because the piece was difficult to locate and retrieve. Hosp contact reported no pt injury as a result of this malfunction.